Event description:
It was reported that a peritoneal dialysis (pd) patient's pd catheter (not a fresenius product) was repositioned and the patient missed two nights of treatment due to catheter placement. The patient has since resumed treatment. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius device, product or other issue warranting further investigation. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).